Event description:
Customer reported wife experienced redness, blisters, and swelling along c-section incision in (B)(6) 2014. Alleged steri-strip adhesive closured (unk catalog or lot #) were applied vertically along horizontal incision. Alleged keflex and benadryl were used for treatment. Reported incision healed but some scaring and hyperpigmentation remain along incision line. No additional information available.

Manufacturer narrative:
(B)(4). Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.